Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was confirmed to be an issue with the monitor. The site has not requested a replacement at this time so the parts was not replaced, sent back, and analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. The surgeon monitor would sometimes have no signal.